Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic check patient developed mrsa infection. The date of when the infection was identified was unknown. The entire system was explanted. The patient is stable. Patient is not dependent and will be re-implanted after a course of antibiotic treatments.